Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery due to blank display. Unit had minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was crack and also had no delivery. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.